Event description:
A report was received on 10 nov 2025 from the home therapy nurse (htn) of a 75 year old male patient with a medical history including end stage renal disease, who stated an unspecified amount of blood leaked from the unclamped medication line during a home hemodialysis treatment, and he experienced low blood pressure (79/49 mmhg), vomiting, lost consciousness, and was transported to hospital on (B)(6) 2025. Additional information was received on 11 nov 2025 from the htn stating the patient presented to the hospital with fatigue, dizziness and incontinence and was admitted. The patient received 2l intravenous crystalloid and a blood transfusion and was discharged home in stable condition on (B)(6) 2025. Per the htn, the patient will resume therapy with the nxstage system.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).